Event description:
(B)(4).

Manufacturer narrative:
On 07 september 2015 it was prepared a final report with the information already submitted in the initial report. On the same day the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 05/29/2015: lot 114053: (B)(4) stems manufactured and released on 01/17/2012. Expiration date: 2016-12-31. No anomalies found related to the problem. To date, all the stems of the lot have been sold without any similar reported issue. On 05/06/2015 it was confirmed that the stem will not be available for examination. On (B)(4) 2015 the medical affairs director made the following comment based on the x-ray analysis: the patient suffering from a bone problem in the ipsilateral femur. It is not possible to determine the influence of the unspecified problem on the loosening but the likelihood is very high. Also at the back of the cup a cavitary defect is evident. I see no reason for action on devices.